Event description:
The account alleged the side rail was not latching. No pt impact.

Manufacturer narrative:
The account found the side rail latch cover is bent. The tech replaced the side rail cover to resolve the issue.